Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that corrosion was observed on the pump usb port. The customer reported an elevated blood glucose (bg) level between 400-500 (mg/dl) and ketones. Injections were administered to address bg levels. System check with tandem technical support indicated the pump was performing as expected. Recommendation was made to change the infusion site.